Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e103 error and emergency lights turning on could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac advised the customer it might be the main lamp failed to turn on and the spare lamp kicked in. The purpose of the spare lamp is for the user to withdraw the scope from the patient and not for operating a procedure. The customer stated the lamp installed was not an olympus lamp. Tac instructed the customer that olympus only validates olympus lamps. Tac instructed the customer to swap the lamp and heatsink assembly from this unit to another clv-190 and see if the lamp turns on and that it could be the lamp or the internal components of the clv-190. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that during an unspecified procedure, a e103(lamp light-up error) displayed on a evis exera iii xenon light source, and the spare lamp came on. There were no reports of patient harm associated with this event.